Event description:
It was reported to philips that the device failed to boot during clinical use on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the mpdu control board and restored the device to normal functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).